Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. The esc, up and down arrow buttons were also found to have flattened dome switches during visual inspection. The lcd keypad connector was not found unlocked during visual inspection. We were unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test due to no button response. The insulin pump was received with cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the up, down, act, and esc buttons were very hard to press and became unresponsive. The patient's blood glucose at the time of incident was 400 mg/dl, which she treated with a manual injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues; the customer would just have issues whenever she tried to bolus or change her infusion set. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.